Event description:
End-stage adult cancer patient was prescribed hydromorphone at 1mg/ml concentration for pain management using the syndeo pca infusion pump. Two nurses, working together, correctly programmed the pump for 0.6 ml pca dose, basal rate 0.6 mg/hr, a lockout interval of 15 minutes and a 1-hr limit of 3.00 mg. The nurses incorrectly entered and confirmed a drug concentration of 0.1 mg/ml.during the next 2 hrs 23 minutes, four pca deliveries occurred, each providing 6mg instead of the expected 0.6 mg of hydromorphone. This combined with the continuous basal infusion to give approximately 38.3 mg total drug in that time. The patient became obtunded, and her respiration rate and oxygen saturation dropped. Narcan was administered, and the patient was transferred to the critical care unit. The patient recovered within one day and was transferred out of critical care. She was discharged the next day to hospice care at home.====================== health professional's impression======================the pump's display appearance or menu sequence may have allowed the nurses to overlook the difference between 1 and 0.1 mg/ml, but this is unknown. This model pump has no stored drug library to enforce consistent concentration settings, unlike standard infusion pumps at our hospital.